Event description:
The account stated that the architect troponin-I stat reagent has generated a false reactive result on a patient sample. The initial result was 0.069 ug/l. The qc was within range but was later repeated and was out of range high. The account retested the sample after calibration and the result was 0.030 ug/l. The cut-off is 0.032 ug/l. The patient received trombyl (aspirin) and was discharged from the hospital the following day. There was no further impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation; other (B)(4) a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. Our investigation determined that the architect stat troponin-I reagent is performing as intended and meeting its safety, effectiveness and label claims. We reviewed customer complaints to determine if others have experienced the issues encountered at the customers facility. Our review of this data did not identify an increase in complaint activity for the issue the customer observed. We performed accuracy testing which evaluates the ability of the architect stat troponin-I assay to provide accurate results in a portion of the dynamic range. One architect instrument was calibrated and controls were run to validate the curves. Six replicates each of an in-house panel were tested. The panel is material which was spiked with known concentrations of troponin. Acceptance criteria met all six of the panel replicates were within the specification of 0.22-0.42 ng/ml. Per package insert, the architect stat troponin-I assay diagnostic cutoff is 0.30 ng/ml (0.30 ug/l). Our testing supports the fact that this product is capable of providing accurate results. Although we cannot provide a specific reason why the customer experienced this issue, we referred the customer to the architect stat troponin-I reagent package insert. The specimen collection and preparation for analysis section indicates the following: for serum specimens, ensure that complete clot formation has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting times. If the specimen is centrifuged before complete clot formation, the presence of fibrin may cause erroneous results. Additionally, per the limitations of the procedure section: cardiac troponin-I levels can be increased in any condition resulting in cardiac cell damage. For mi diagnostic purposes, the architect stat troponin-I results should be used in conjunction with other information such as cardiac marker results (e.g., ck-mb and/or myoglobin), ECG, clinical observations and symptoms, etc. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.